Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The submitted log files captured the pump operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, "patient care and management," outlines indications of right heart failure as well as the associated treatment options for patients with right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's right heart failure was reportedly a pre-existing condition. It was also speculated that the device contributed to progression of right heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital due to possible right ventricular failure as evidenced by the presence of liver enzymes and lactate dehydrogenase.